Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found experiencing overfill after use. The following has been provided by the initial reporter: when a meniscus appears at the top of the tube at the cap. Pipetting into the meniscus, no alarm and the test sample is nil. Result is wrong.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found experiencing overfill after use. The following has been provided by the initial reporter: when a meniscus appears at the top of the tube at the cap. Pipetting into the meniscus, no alarm and the test sample is nil. Result is wrong.